Event description:
This pt received two cypher stents in the proximal lad approx two months ago. The pt died and the cause of death is currently not known.

Manufacturer narrative:
This product is not available for testing and eval. Add'l info has been requested and will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following mfg numbers 3003742446-2006000705 and 3003742446-2006-00706.